Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vessel suture in laparoscopic nephrectomy, there was a problem loading the device and when trying to articulate the ring broke. The device did not fire. To resolve the issue, a new device was used. There was no patient injury.